Manufacturer narrative:
Product event summary (B)(4) the partial lead was returned in segments and analyzed. The primary analysis finding noted the outer insulation was breached (in-vivo) by depression. The proximal conductor was not obstructed by blood. The outer insulation had cosmetic (in-vivo) depression. Performed destructive analysis and removed lead removal wire which stuck in distal segment. Then performed continuity tests. Both portions passed electrically. There was outer insulation breach in-vivo/depression, visually.

Event description:
It was reported that the right atrial (ra) lead had under-sensing in the atrial channel, yet showed oversensing of far field r-waves (ffrw). The ra lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.